Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: while retrieving the specimen a portion of plastic that is designed to remain attached to the metal ring loose and fell inside the patient. The piece of plastic was retrieved without any tissue. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.